Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked. The plunger lever was missing. Pump gave a primary audible alarm post alarm during the occlusion testing; the c-9 was broken on the interconnect board. The liquid crystal display connector was broken off from the red wire. During start up, the reported problem was duplicated. The root cause of the reported issue was found to be the opto-coupler mount on the top case was damaged by the customer. Replaced top case.

Event description:
It was reported that there was a check syringe flange sensor error. No patient injury was reported.